Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012320313); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012399237); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve, there were issues of valvular cardiopathy and hypertensive heart disease. During the valve implant, the valve did not remain in the annulus as intended and dislodged into the left ventricular outflow tract, where it was snared, and subsequently dislodged into the ascending aorta, where it remained. There was no calcification on the leaflets, and the implantation decision was made by the physician despite not conforming to the instructions for use. The patient was reported to be alive with no injury.

Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the valve dislodged into the ascending aorta and was left there, there were no other treatments/intervention performed for the native aortic valve. The physician stated they would treat with medication.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve, there were issues of valvular cardiopathy and hypertensive heart disease. During the valve implant, the valve did not remain in the annulus as intended and dislodged into the left ventricular outflow tract, where it was snared, and subsequently dislodged into the ascending aorta, where it remained. There was no calcification on the leaflets, and the implantation decision was made by the physician despite not conforming to the instructions for use. The patient was reported to be alive with no injury. Additional information was received indicating that a pre-implant balloon dilation was not performed at the outset of the procedure. Furthermore, it was confirmed that a post-implant dilation was not performed prior to the dislodgement. The reporter also stated that no other treatment was performed to address the dislodgement.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: e1 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.